Event description:
It was reported that during the implant procedure; repeated attempts to position the right ventricular (rv) lead were required. The patient's left superior vena cava was occluded, so the implant was changed to the right side. However, the right superior vena cavawas narrowed and the rv lead could not pass through the superior vena cava into the inferior vena cava smoothly. It was noted that a long surgical sheath was used to deliver the lead. The sheath could not be torn open and surgical scissors were used to cut the sheath open. During the cutting process, the rv lead insulation layer was damaged. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.